Event description:
The patient received her scs system on (B)(6) 2004. It was reported that the patient lost stimulation. The patient programmer was unable to communicate with the ipg, and a replacement external device was unable to resolve the issue. Follow up on the patient found that the patient is scheduled to see her pain physician on (B)(6) 2010, to evaluate the system and determine the next course of action. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.